Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc failed returned instrument test/evaluation (rite) testing: the heater bag failed performance specifications-fluid delivered out of specification. The device failed the fluid temperature delivery verification step during rite testing. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty of a heater bag temperature (39.4 c) failure was confirmed by reviewing the return instrument test/evaluation (rite) functional test report during product analysis lab (pal) evaluation. Note: no therapies were performed while the device was in the customer's possession. The device failed rite functional test for the reported difficulty, but passed rite electrical test. Troubleshooting of the device was performed by pal and the device functioned normally during troubleshooting. The accuracy confirmation test, temperature verification and verify heating system integrity test was performed and passed. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the reported difficulty of rite functional test failure for heater bag temperature was undetermined. A service history review revealed that this device had not been previously returned for the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.